Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice cassette leaked from an unspecified location. This was described as there ¿were water vapors on the screen of the homechoice device¿ and ¿there was liquid seeping from under the screen of this machine and it was unable to wipe off¿. This occurred during unknown process step of peritoneal dialysis therapy. The patient was not connected at the time of the event. There was no report of patient injury or medical intervention associated with this event. No additional information is available.